Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an examination, the c-arm crashed into the maquet table at full speed without any warning. The c-arm and beam cover had scratches on them. There is no report of impact to the state of health of the patient involved and the examination was completed without further complication.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was identified to be a combination of a maquet table problem and user in attendance. The investigation of the provided system log files showed that the c-arm hit the maquet table column at the beginning of a patient examination. Artis pheno stopped the movement immediately. The, message "gerätebewegungen eingeschränkt, warten" was displayed to the user. The user continued the clinical procedure. During the examination, table movement was possible at a reduced speed only. The following messages were displayed to the user: "keine kollisionserkennung,sc - bewegen sie das system vorsichtig" and "gerätegeschwindigkeit reduziert". In addition an audible signal informed the user about a switched off collision calculation as described in the user manual. Later on the user changed the maquet table top and operation with normal speed was again possible. According to the system log analysis, the reported complaint text "c-arm crashed with full speed and without warning sound into the maquet table" cannot be confirmed. Further investigation of the log files showed that the maquet table reported missing table lift values to artis pheno. Invalid sensor values (t1 and t2) were reported. By design, artis pheno displayed the mentioned messages and issued the audible signal. The system disabled the collision control and forced the system to a reduced stand table speed, indicating to the customer to move the system very carefully. In addition, during movement the c-arm hit the maquet table column slightly outside the collision detection sensor area which would have stopped the system movement before damage could have occurred. The collision was not detected by the system. In the present case the movement was stopped due to an exceeded drive gear torque, while hitting the table column. The log files also showed that after changing the maquet table top the errors with regard to the missing table lift value remained. The issue was forwarded to maquet. The root cause was identified to be a combination of a maquet table problem and user in attendance. The user did not monitor the system during the movements to be aware of a possible collision and did not pay attention to the audible signal and messages on the display. To prevent collisions during unit movements the user shall: · press the nearest emergency stop button" (according to the operator manual vol. 1, chapter - safety notes and radiation protection): movements are stopped immediately when an emergency stop button is being pressed. · release the dead man's grip (dmg): movements take place only as long as the operating element is actuated. No systematic issue in the installed base could be identified. Therefore, no corrective action in the field is required.